Event description:
The customer reported via phone call that the insulin pump alarmed failed self test. The customer's blood glucose was unknown. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer stated the alarm did not occur during the rewind or prime sequence. The customer was assisted in performing a self test, but the customer stated the test failed. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a64 during self test due to faulty electrical component on the radio frequency board. The insulin pump has minor scratched display window and cracked reservoir tube lip.